Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic prostatectomy, the bag was cinched closed after the specimen was placed inside bag. There is no ring on the product. The product was deployed and completely detached from the fork and assembly. Upon complete cinching of the bag, the bag was left inside patient for the rest of the procedure. When it was time to remove the bag it was noted that the opening of the bag had become partially not secured/un-cinched. The bag was cinched closed and was removed from the patient. There was no patient injury noted during this event.